Event description:
It was reported that 20 bd insulin syringe with the bd ultra-fine¿ needles experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported needle hub separation/detachment. Consumer said approximately 20 syringes have been affected.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-31. H6: investigation summary: customer returned (1) loose 0.5ml bd insulin syringe. The consumer reported difficulty removing needle shield and needle hub separation/detachment. The returned syringe was examined, and it was observed that the needle hub/shield assembly was detached from the barrel (see attached photo). No damage to the barrel tip was observed. A review of the device history record was completed for batch# 1172372. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to confirm the customer¿s indicated failure. CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd insulin syringe with the bd ultra-fine¿ needles experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported needle hub separation/detachment. Consumer said approximately 20 syringes have been affected.